Manufacturer narrative:
(B)(4).

Event description:
Physician contacted dexcom on (B)(6) 2016 on behalf of the patient to report that the receiver displayed err67 on (B)(6) 2016. The physician did not report injury or medical intervention. No additional patient or event information is available.